Manufacturer narrative:
(B)(4). Retainer ring: clear, the crest software was utilized and the history download was downloaded with both being successful. Unit received with critical pump error (open book image) after battery insertion, hardware low level failures (variable 12) was in the history download and insulin pump error due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, missing serial number label, missing end cap address label, cracked retainer, cracked battery tube area, partially broken off belt clip rail, cracked reservoir tube lip, cracked battery tube threads and scratched case. Corrosion on force sensor assembly and moisture damage on motor assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the back. Customer confirmed no damaged to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.